Event description:
The customer observed a condition code on the analyzer while attempting to calibrate folate. The reagent metering probe on the analyzer was partially occluded. This type of malfunction could cause falsely elevated troponin 1 results to occur to a magnitude that might initiate a cardiac catherization. There was no report of patient harm as a result of this event.